Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the patient's left eye on (B)(6) 2010. After lens was inserted into the eye, the surgeon noticed there was a small piece of haptic missing from the lens. The surgeon decided to leave the lens implanted. The lens tear does not interfere with the patient's vision. There was no patient injury. The reporter stated the lens tore during delivery. The lens remains implanted. See MFR # 2023826-2010-00905 for the right eye.

Manufacturer narrative:
Method - lens work order search. Results - a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).